Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic reversal of hartmann's procedure, after firing the device, incomplete donut was noted.